Event description:
It was reported that the nurse received a volume to infuse error that would not let her enter a value. There was no reported patient involvement.

Manufacturer narrative:
Upon further clinical review, it was determined that this file is not reportable.

Manufacturer narrative:
The root cause of this failure was not identified. No device will be returned per customer.

Event description:
It was reported that the nurse received a volume to infuse error that would not let her enter a value. There was no reported patient involvement.